Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml 21ga 1-1/2in bil. The following information was provided by the initial reporter: at the time of technical reception it is evident that 1 box x 100 units of the input syringe des 5cc c. Luer lock-bd 302495 arrives in poor condition. I have verified with the hub's quality analyst that the photo of the damaged blister cannot be guaranteed to be just service. It is possible that it was broken on impact, but we cannot be sure.

Event description:
It was reported that syringe 5ml 21ga 1-1/2in bil the following information was provided by the initial reporter: at the time of technical reception it is evident that 1 box x 100 units of the input syringe des 5cc c. Luer lock-bd 302495 arrives in poor condition. I have verified with the hub's quality analyst that the photo of the damaged blister cannot be guaranteed to be just service. It is possible that it was broken on impact, but we cannot be sure.

Manufacturer narrative:
H.6. Investigation: two photographs are received, in the images received it can be seen a damaged corrugated box as well as a syringe with a broken blister, however it is not possible to ensure that the damage to the blister is generated in the plant. During the investigation of the conditioning process, it was sought to replicate the defect reported by the client observed in the photograph, however this could not be replicated, therefore, it is ruled out that the damage shown is generated in the conditioning process. In addition, the damaged syringe was inside the corrugated box, therefore the defect (broken blister) could have been generated during the damage to the secondary packaging, it is important to mention that the investigation of the damage in the secondary packaging to corrugated box is outside the scope of the bd manufacturing plant. Furthermore, during the documentary review of the batch 0135282 no quality events record in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. H3 other text : see h.10.